Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, it was reported that the device did not achieve proper placement in the cochlea due to temporal bone fractures. It was further reported that the implant electrode curled at the fracture site. The device was explanted on (B)(6), 2010. It is unknown whether there are plans to reimplant the patient with another device as of the date of this report.

Manufacturer narrative:
This report is filed (B)(4) 2012.